Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 45.2 cm was returned for analysis. External insulation abrasions were noted at 43.2-43.5 cm and 42.8-43.6 cm from the distal end, consistent with lead friction to the ICD can. External insulation abrasion was noted at 32.7-32.9cm from the distal tip, consistent with lead friction to another device or a feature of the heart. The etfe coating was intact at these locations.

Event description:
It was reported that lead to can insulation abrasion and noise were observed. The lead was explanted and replaced.